Manufacturer narrative:
The customer did not return the unit to zoll for eval. The customer instead removed an assembly that they suspected to the cause of the problem, and returned it to zoll for eval. During board level testing, there was no fault found with the assembly. There have been no further reports of problems with this defibrillator since the suspect assembly was replaced.